Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that it was received two little pieces that appears to be from product code pvpm. During the visual inspection of two suture pieces were noted with some spots. As per the conditions of the returned sample no conclusion could be reach on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following: potential adverse reaction with proceed ventral patch implantation is those typically associated with surgically implantable material, including infection, inflammation, seroma formation, acute or chronic pain, foreign body sensation, hematoma, nerve damage, soft tissue injury, adhesion formation, fistula formation, extrusion/erosion, excessive contraction or shrinkage of the tissue surrounding the mesh and mesh failure/hernia recurrence. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1.please provide the patient's demographic information including age, weight, bmi at the time of index procedure. At the time of the operation was the pat. 63 years old, he was 180cm tall and 115kg heavy. 2. Were any concomitant procedures performed on (B)(6) 2023? No concomitant interventions were performed on (B)(6) 2023. Only one epigastric hernia operation was performed. 3.what symptoms did the patient experience following the index surgical procedure? Onset date? The postoperative course was initially completely free of complications, and suture material could be sutures could be removed in time. On (B)(6), according to the patient, a reddening of the navel occurred for the first time. On (B)(6) the navel was completely red and itchy. At this time, the patient was on vacation at this time. On (B)(6) he visited a general practitioner for the first time. In the further course, he was admitted to the hospital. I am enclosing a copy of a list that the patient drew up himself, as well as the discharge report from the hospital. 4. Other relevant patient history/concomitant medications? At the time of the operation, no w sent previous illness. At the hospital atrial flutter occurred, ablation was performed. 5. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). It is a local infection in the area of the navel, without general symptoms. 6. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. 7. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? The patient received 2g of cefazole perioperatively, and I am enclosing a copy of the cefazole protocol enclosed. 8. Were cultures performed? If so, please provide the results. According to the discharge report, no bacteriological swabs were performed, or at least no information about them is noted. 9. Please describe any medical intervention performed including medication name and results. 10. Please describe the surgical intervention performed including date and surgical findings. Complained after an outpatient umbilical hernia repair approximately 3 weeks ago of a of the abdominal wall, which led to hospitalization and the necessity for surgical and need for surgical repair. On (B)(6) 2023 a surgical wound revision was performed, which showed a good granulation of the wound. Therefore, secondary wound closure could be performed and the patient could be transferred postoperatively to the peripheral stat ion. The wound was dry and non-irritant on the following day, and the patient denied any complaints. We were therefore able to comply with his wishes and discharge him from inpatient care. 11. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The patient's history and report as well as the discharge report from the hospital initially suggest an infection. It is remarkable, however, that the infection did not occur until 28 days after the and the postoperative course was initially completely free of complications. It is also striking that the patient and the physicians in the hospital described that they had removed plastic parts resembling glass splinters. These were completely and no longer flexible part of the memory ring. 12. What is the patient's current status? The wound has healed without irritation and the patient is symptom-free. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an umbilical hernia procedure on (B)(6) 2023 and mesh was implanted. After 28 days, an infection occurred. Additional information was requested.